Event description:
Related manufacturer report number: 2017865-2022-08088. It was reported that a patient presented to the emergency room due to receiving multiple shocks from their implantable cardioverter defibrillator (ICD). Device interrogation revealed right ventricular (rv) lead noise that was oversensed by the ICD resulting in inappropriate shocks. The physician elected to explant and replace the ICD; and cap and replace the rv lead on (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
The reported field event of inappropriate therapy and oversensing was not reproduced in the lab. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.